Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center stated that the complaint was confirmed, and foam particles found inside the blower kit. Additional findings included error codes were not present in the error log, the software on the device was up to date, debris on lcd screen, replace the ui panel and the pcba electrical damage found. The device fails the evaluation test and was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.